Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem user guide "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level read "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed reverted to an alternate method of insulin therapy. Reportedly, the customer uses the same pump supplies for over 2 days with humalog insulin and trusteel infusion set, tandem technical support educated the customer this is considered off label use per the tandem user guide.